Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
The angiography revealed an optimal stick location and vessel anatomy to place a 6f angio-seal vip device. The device was deployed successfully by cutting the suture at the window and manually tamping with minimal "tract ooze" after deployment. The next day, the patient complained of pain. At that time, the patient's groin was soft with no signs of bleeding or hematoma. The patient was given medication to ease the pain. The groin started to swell at and distal to the puncture site, as well as medial including his scrotum and penis. A femostop was placed over the deployment site. Later that day, there was still some swelling in the area, but the nurse stated that it had decreased from the morning. The patient was stable but was still complaining of groin pain. No further information was provided.